Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, an unspecified wire on the fenestrated bipolar forceps instrument broke off inside patient. The fragment was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist.